Event description:
Coils were placed in the patient's forearm for a fistula maturation and an infection developed. The coils remain in the patient and they are being treated for the infection.

Manufacturer narrative:
Still under investigation at this time.